Event description:
During a remote follow-up, the battery longevity was shorter than expected. Technical support was contacted and observed a battery curve abnormality. Premature depletion of the battery was suspected. A device exchange is anticipated. No intervention has been performed and the patient was stable and will continue to be monitored.

Event description:
Additional information was received that the device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. A longevity calculation was performed and found the battery depletion was premature based on the device usage. Electrical testing revealed high current drain from the hybrid. An anomalous hybrid was found to be the root cause of the high current drain and premature battery depletion.